Event description:
It was reported that on an unspecified date a mitraclip ntr was implanted without issue, treating functional mitral regurgitation (mr). At some point after implantation, a single leaflet device attachment (slda) occurred, detaching from the posterior mitral leaflet. A second ntr clip was implanted to treat the slda clip, reducing mr to 1+. There was no additional information provided.

Manufacturer narrative:
The clip remains implanted and will not be returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, the reported incomplete coaptation associated with single leaflet device attachment (slda) appears to be related to challenging anatomy (very thin leaflets). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.